Event description:
It was reported to covidien (B)(6) 2010 that the blower had been in use for about two hours in an operating room during surgery. The staff heard a noise and the unit started to emit a large amount of smoke. The staff stated that to the best of their memory the blower shut down by itself. It was reported that there was no patient harm.